Event description:
It was reported that a patient presented with high capture thresholds noted on the patient's left ventricular lead. The lead was capped and replaced on oct 6, 2025. No adverse patient consequences were reported.